Manufacturer narrative:
Device received with an unresponsive keypad and isolated to the device casing or keypad. Unable to perform the displacement test and self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Customer reported that the buttons were not responding. Numbers were not ramping on their own. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.